Event description:
It was reported that the patient presented in clinic showing non sustained right ventricular oversensing. No patient symptoms were reported. The device was reprogrammed to resolve the issue.